Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-ventricular (rv) lead exhibited unspecified capture issues and r-wave amplitude variation. As a resolution the rv lead was not implanted and a near at hand replacement was implanted instead. The patient condition was stable.

Manufacturer narrative:
The reported events of unspecified capture issues and r-wave amplitude variation were confirmed. A complete lead was returned in one piece for analysis. X-ray examination found the inner coil to be over-torqued at the connector region consistent with procedural damage. Internal shorts were found between conductor paths due to the inner coil being over-torqued at the connector region. Visual inspection and electrical testing did not find any anomalies. The cause of the reported events was isolated to over-torqued of the inner coil.